Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose after he had been running all day. The exact blood glucose level was unknown. The patient was reportedly in the emergency room for two to three hours, treated with injections, and then released. The patient was wearing the insulin pump at the time of the visit and it was taken off at the hospital. Nothing further was reported.